Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy cutter was not working in the ophthalmic system. It was noted that a vitrectomy procedure was scheduled. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.